Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the operation room for a generator change. The left ventricular (lv) lead was capped and replaced with alternate lv lead on (B)(6) 2022 for an unknown reason. The patient's status was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-12689 as the left ventricular (lv) lead was capped and replaced with alternate lv lead on (B)(6) 2022 due to elective replacement with no allegation of malfunction.